Manufacturer narrative:
(B)(4)

Event description:
It was reported on (B)(6) 2016 that a company representative was unable to interrogate his demo generator with his tablet. He got an error establishing communication message prior to interrogating the device. The tablet was not plugged into the wall. The wand was confirmed to have enough battery life. The serial cable was replaced, and the communication issue resolved. The faulty serial cable was received on 04/29/2016, but analysis has not been completed to date.

Event description:
Analysis identified that the cause of the communication issues was a disconnected wire in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.